Event description:
It was reported that the implantable cardiac monitor exhibited back up operation. A software download successfully restored normal device function. The patients condition was good.

Manufacturer narrative:
(B)(6).